Event description:
Following surgery to repair a dislocated toe, the cold therapy pad was placed over the surgical site and controlled cold therapy was administered. After three days of continuous treatment, the pt returned for follow-up when it was noted that her toe was discolored and her foot was cold to the touch. Two weeks later, the pt required an amputation of the operated toe.